Event description:
A customer reported that the administration set tubing leaked immediately once fluids were initiated during infusion. According to nursing staff, no visible defects were observed on the tubing prior to infusion. No adverse event or patient injury was reported.

Manufacturer narrative:
Follow-up communication with the reporting facility was conducted to obtain additional information related to the reported tubing leakage. The manufacturer requested the return of the affected administration sets for evaluation. During follow-up, the customer indicated that the product may have been exposed to cold temperatures during storage or transport, which was noted as a potential contributing factor. A review of manufacturing and lot release documentation for lot 2503016 was performed. The lot consisted of 9,000 units and was manufactured, tested, and released in accordance with applicable quality system requirements. Review of complaint history for this lot identified no previous complaints associated with the same failure mode. Sterilization and production records for the lot were reviewed and found to be acceptable, with no nonconformities noted during manufacturing or sterilization processing. Evaluation of returned product, if received, will be conducted as part of the ongoing investigation to further assess the reported issue.

Manufacturer narrative:
A follow-up received on february 5, 2026, included an image indicating that the leak was originating from the seal below the drip chamber. Based on this information, the component code was updated to reflect the suspected failure location. Samples from the same lot were returned to intuvie on february 26, 2026, and are currently undergoing evaluation. Refer to complaint record (B)(4) for additional details related to this event and the manufacturer¿s evaluation.

Event description:
A customer reported that the administration set tubing leaked immediately once fluids were initiated during infusion. According to nursing staff, no visible defects were observed on the tubing prior to infusion. No adverse event or patient injury was reported.